Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the port on the back of the refrigerator not flush externally. A field service engineer (fse) checked the back of the refrigerator and reseated the ethernet cable on both the refrigerator and the switch ports on the pyxis device. The fse then rebooted the system, verified network connectivity and functionality in the hardware test application (hta), launched the application, and reconfigured the refrigerator and storage space settings. The fse tested the functionality and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator did not appear on the station and customer were unable to retrieve the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.